Manufacturer narrative:
The suspect cable was returned to the manufacturer for evaluation. Physical damage was found on the cable, although it passed functional testing. Medtronic personnel were unable to replicate the reported issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that they replaced the power cord and f11 fuse for the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuse has not been received by the manufacturer for evaluation. The suspect power cord has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system was not powering on and no lights were illuminated on the imaging system. No additional information was provided. There was no patient present when this issue was identified.